Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2011 due to infection. Medical records indicate necrosis and infection. The acetabular cup, liner, modular head were removed and replaced with a cement spacer. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; PMA/510(k) number / manufacture date ¿ unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2. Early or late postoperative, infection, and allergic reaction. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-04909 & 2014-00689).

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2011 due to infection. Medical records indicate necrosis and infection. The acetabular cup, liner, modular head were removed and replaced with a cement spacer. Additional information received from clinical data regarding patients enrolled in a clinical study. Patient underwent right hip revision on november 15, 2004 due to loosening.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty on an unknown date in 1991. Subsequently, patient was revised on (B)(6), 2004 due to loosening. It was further reported patient was revised on (B)(6), 2011 due to infection. Medical records indicate necrosis and infection. The acetabular cup, liner, modular head were removed and replaced with a cement spacer.